Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 400 mg/dl, which the customer had been treating via manual insulin injection. The customer experienced chest pain and the inability to stand as a result of his high blood glucose. The hospital nurse was concerned about the patient's heart. The patient was treated and released. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. The infusion set cannula did not appear bent or damaged. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and two replacement infusion sets were shipped to the customer.